Manufacturer narrative:
During a subsequent follow-up with the customer additional information was obtained. According to the reporter, the facility confirmed that the device felt very warm but was able to be used. The event did not result in a burn. The reporter further clarified at the event was inadvertently reported as burn. Based upon the information obtained, the complaint was further reviewed and it was determined that the event does not meet the criteria for a serious injury. This report is a malfunction. Therefore, the type of reportable event has been updated from a serious injury to a malfunction. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was overheating. It was further determined that the device failed operational specifications. It was determined that the device overheated to 119 degrees within 3 minutes into the test. It was observed that the device had a cracked flex circuit, worn out motor, worn down drive shaft, worn down pawl release and worn out bearings. It was determined that the cause of the overheating was due to the worn out bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device overheated during use and burnt the surgeon's hand. There was a five minute delay to the surgical procedure. A spare device was available for use. There was patient and user involvement reported. The reporter stated that the device was tested and it was confirmed that the device became very hot and uncomfortable to hold. According to the reporter, the user had to drop the device to let it cool down. There were no reports of other people who could have been harmed due to the heat. It was unknown to the reporter if there was any medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.